Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was powered off on post power outage. A technical support specialist assisted the customer to try by hitting the button underneath the monitor, and the cabinet turned back on. The system functioned as intended after the technical support specialist assisted customer to resolve the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower was powered off post power outage. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.